Event description:
It was reported the device was used duting a lap nissen. It was reported the 511sd and a 355ld safety shield did not retract through the abdomen, the rep saw them retract while on the back table. The case was completed with these trocars. There was no consequence to the pt.